Event description:
Pts came for chemotherapy medication zolbetuximab was not primed from pharmacy, rn primed tubing tubing that was used to prime medication had a leak and medication had to be returned to pharmacy as medication was wasted due to leak in tubing pharmacy was able to make new medication for pt lot number for primary tubing that was leaking is (10) r25h06079. Manufacturer response for IV tubing, primary tubing continu-flo solution set with duo-vent spike (per site reporter).